Event description:
It was reported that lead noise was observed. At explant, externalized conductors were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Externalized conductors due to external and internal insulation abrasion found at 9.9-12.3cm from distal end. External insulation abrasion of the is-1 leg at 8.0-8.2cm from the connector pin consistent with friction to ICD can. The reported noise can occur when the outer coil is in contact with the ICD can. Insulation damage found at 29.5- 30.5cm from end of the connector pin consistent with rib clavicle crush damage. The etfe coating was intact at all locations.